Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pneumosure unit is switching from house gas to bottle gas before a case and during. This did not cause any patient harm or delay since they were able to switch back to house gas. The unit was inspected and it was found to switch when the unit powers off. When the unit powers on, after switching to house gas, the unit would display gas is low. When they would go to the settings, it would show that the unit is under bottle has instead of house gas.